Manufacturer narrative:
A sample has been received, but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the irrigation tube was bent approximately 2 cm from the white luer connection plug when it was removed from the packaging. The tubing system passed functional testing. The procedure was uneventful until the tubes were switched to bimanual I/a (irrigation/aspiration) handpieces; the irrigation tube then bent since it was not supported by the aspiration tube any longer. As a result, the irrigation flow to the eye was impeded. The surgeon recognized this before the irrigation on handpiece was inserted in the eye. The nurse supported the tube with by hand for the remainder of the procedure. The case was able to be completed without delay or further complications. There was no harm to the patient involved.